Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Explant date: (B)(6) 2022.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: m365sc2218700. Serial: (B)(6). Batch: 5024682/5030912.

Event description:
It was reported that the patients ipg was explanted due to an uknown reason. Additional information that the leads were removed during the explanted procedure. No further information has been obtained despite good faith efforts.